Event description:
Notice of rubber particles in multiple multi dose vials and syringes where drugs had been drawn out of. This occurred when drawing up medication of different types and different manufacturers. In addition medication was drawn with both blunt tip needles and 18 gauge needles. The needles used were medline brand-effective immediately all medline brand needles have been removed from circulation. No further evidence of particles in either vials or syringes once alternate MFR's needles were put into use. Date of use: (B)(6) 2018 ¿ (B)(6) 2018; event abated after use stopped or dose reduced? Yes.